Manufacturer narrative:
Patient information was unavailable from the site. The initial reporter declined to proved patient information. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, performed analog offset calibration and tested. Concentric rings were no longer reproducible. The system is fully functional. The software investigation determined that this was a hardware induced event since the offset calibration was completed to resolve the issue. The imaging system software was functioning as designed. A full imaging system check-out was completed following calibration and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system produced 3d images with a ring-shaped artifact. It was reported that the images were still used for navigation and the procedure was completed successfully. There was reportedly no delay to the procedure because of this issue and the patient was not impacted.